Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received alert 38 despite multiple supply changes and restarts. The user experienced a hyperglycemic episode of 400 mg/dl blood glucose (bg). A replacement for the device was arranged and the user had alternative forms of insulin to rely on until delivered. He experienced frequent urination and dehydration but did not require any outside intervention.